Manufacturer narrative:
The company representative observed that the pressure waveform at a high static pressure and "no zero" displayed when pump was turned on with nothing plugged into the pressure connector. The company representative replaced the front end board (part# 0670-00-0668e). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, there was no arterial pressure waveform and they could not zero arterial pressure. The patient was switched to another iabp and therapy was continued. No patient injury was reported.